Manufacturer narrative:
Method - (process evaluation): work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -6.5 diopter, in the patient's left eye (os) and the lens flipped. The lens was removed with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition would have caused inversion, front to back, of the lens during insertion. Conclusion: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated the event occurred during the same surgery and the backup lens was implanted. There was no patient injury, no enlarged incision or sutures.